Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf device code a090814 captures the reportable event of stent not visible under eus or fluoroscopy. Imdrf impact code f2301 captures the stent was attempted to be removed using forceps.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent rmv was implanted to treat a benign anastomosis due to liver transplant in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. The patient's anatomy was tight. During stent removal procedure, the stent attempted to be removed using forceps; however, the stent was unable to be removed due to loss of coverage and it was noted that there was an ingrowth of tissue of the exposed cover. Another stent was implanted, and another attempt of stent removal will be performed in four weeks. No patient complications were reported as a result of this event.